Event description:
It was reported that the patient rolled over onto the heated wire circuit which caused a burn mark on the patient's side. There was no damage to the patient circuit. No permanent injury to the patient.